Event description:
It was reported that the subject device had no image after an unknown diagnostic procedure. The procedure had been finished using the same device. No devices were replaced during the procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and caused by a faulty cable. Based on the results of the investigation, it is likely that the following led to the malfunction: since the camera cable failed, there is a possibility that an internal charged coupled device failure has occurred. Therefore, it is likely that normal communication was not possible, leading to the event of no image output as you indicated. A definitive root cause cannot be identified. A device history review revealed [findings/no issues that could have caused or contributed to the reported issue]. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor the field performance of this device.